Event description:
The lead was capped due to intermittent oversensing. No known adverse events to the patient reported. Should any additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.